Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with an implantable system was worried that a lead has come out. The patient has been complaining that the device was sticking out but not through the skin and was flipping in pocket. It was also reported that the leads might be twisted due to potential strain on the lead connection as device was flipping. Additional information obtained from the field representative indicated that the patient was scheduled to be seen for a pre-operative visit in preparation for a pocket revision. At this time, this right ventricular (rv) lead still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from the field representative confirmed that there was no lead dislodgement and no revision done on the lead. No adverse patient effects were reported.